Event description:
Boston scientific received information that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a pocket infection. A surgical revision procedure was performed to clean the pocket and the patient is currently on antibiotics. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.